Event description:
Additional information was received from the pt. Pt called back asking for help making adjustments because pt was not feeling stimulation. Pt reported their legs / nerves, were hurting. Pt said they called last week because the controller had incorrect date and time and since last week pt had not been feeling stim. Later during the call, pt said they could barely feel stim. Pt used the controller on the call and was in group a with 2 programs. Pt confirmed stim was on. Pt tried increasing while on the home screen and it did not move anywhere. Had pt go in the program menu and increase. It did not increase but pt was able to decrease. It appears that the 'up' arrow on the button was not working. An email was sent to repair to replace the controller. Sn was already obtained on the previous call. Pt also provided a new address.

Manufacturer narrative:
Continuation of d10: product ID 97745nt. Serial# (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt stated their machine is going crazy. Pt explained their stimulator on their leg is not working as it used to an their nerves are hurting them for around 3 months. Pt stated as they were trying to look into issue, their controller showed date as (B)(6) 2021, and time as 6:19 am. Agent reset controller and assisted pt in fixing date and time. Controller was at 50% and implant was at 100%. Pt was on group a 1,2,3 and stim was on. Agent offered to walk pt through increasing their stimulation, pt denied because they are afraid the machine would go crazy on them and mentioned that one time stimulation was too high and hurt them. The issue was not resolved. The patient was redirected to their healthcare provider and mdt rep to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, lot# , serial# (B)(6), implanted:,, explanted, product type. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.